Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)). Smartablate generator (model# m490007 serial (B)(4)). Smartablate pump (model# m490008 serial (B)(4)). Pentaray catheter (model# d128210 lot# 17699997l). Soundstar catheter (model# 10439236 serial (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient developed a pericardial effusion. Pericardiocentesis was performed and yielded 600 ml of fluid. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit for observation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.